Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The hcp reported a bridge bolus was incorrectly performed. The hcp entered the old concentration into the old drug dose field. It was indicated that within moments the hcp then updated the pump back to the old settings and cancelled the bridge. The hcp then updated the new settings and the bridge. The pump was used to deliver hydromorphone, clonidine, bupivacaine, and prialt.